Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had issue with the drive support cap. The customer also reported that the cover of the up and down arrow buttons was starting to peel off. The customer's blood glucose was 250 mg/dl at the time of incident. The customer stated that they had high blood glucose of 400 mg/dl. The customer stated that they treated the blood glucose manual injection. The customer stated that they also had low blood glucose of 65 mg/dl. The customer stated that there was no damage on the drive support cap. The customer declined to troubleshoot for high and low blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, peeling keypad overlay and minor scratches on the display window noted. The drive support cap was inspected and no anomaly was noted.